Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Event description:
On (B)(6) 2025 a right heart catheterization was performed to investigate the dampened waveforms. It was confirmed that the sensor remained in the same location as implant. The physician noted that the waveform morphology measured by the sensor matched the morphology measured by the catheter. The physician elected to recalibrate the sensor. The sensor baseline was increased by 55.4 mmhg.

Manufacturer narrative:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient. On (B)(6) 2025 a right heart catheterization was performed to investigate the dampened waveforms. It was confirmed that the sensor remained in the same location as implant. The physician noted that the waveform morphology measured by the sensor matched the morphology measured by the catheter. The physician elected to recalibrate the sensor. The sensor baseline was increased by 55.4 mmhg.